Event description:
Customer reports that suture broke during an atrio ventricular fistula repair. There are no reported adverse consequences to the pt related to this event.

Manufacturer narrative:
Date sent to the FDA 11/12/1998. H-6: conclusion: 74: no failure detected and product within specification (for both lot numbers gme250 and kae253). Both lot numbers were representative samples that were tested for knot pull tensile strength and the results obtained were above the ethicon requirements for sample average.